Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a sharps container. The customer reports that a needle stick event occurred at the st-quentin hospital. A staff member was changing the container and received a stick from a needle that had perforated the container.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.